Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received results of hi and 188 mg/dl within 10 minutes on the compact system. Customer states she felt dizzy and tired with these results (high blood symptoms for the customer). Customer took 20 units of insulin according to scale since her result was over 400 mg/dl and she felt better 30 minutes after taking the insulin. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number 20657941, expiration date 07/31/2008.